Event description:
Complainant alleged that the clinicians were treating a pt who had been admitted to the hosp in full cardiac arrest. The clinicians attempted to administer a 120 joule shock to the pt, but the device would not discharge the energy from the paddles. The clinicians dumped the charge, and again charged the device to 120 joules, but again the device would not discharge the energy. The clinicians then observed that the device screen was displaying a "poor pad contact" message. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.